Event description:
A portion of a guidewire's outer coating was sheared off during a procedure. The detached piece of coating was retrieved and the procedure was completed successfully. The pt condition was listed as "fine". Follow-up communication confirmed that the guidewire was being manupulated through a metal entry needle.